Manufacturer narrative:
Date of event: exact date unknown, event occured on (B)(6) 2021, the date of procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7080625.

Event description:
It was reported that the patient was experiencing loss of stimulation on the right side of the back, hip and leg due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.